Manufacturer narrative:
(B)(4). The lot was manufactured from november 03, 2014 ¿ november 04, 2014. The device was received for evaluation. Visual inspection identified fluid inside of the packaging that contained the unit and an untightened blue winged luer cap. After refilling the device, its cap was hand tightened until it could no longer be rotated. The device was then monitored until the next day; no leakage was noted. Leakage due to a non conforming product was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked inside the dispenser pouch during storage. The device was filled with an unknown drug. According to the report, the location of the leak could not be identified. No filter was used during filling, and the reservoir did not appear to be damaged. There was no patient involvement. No additional information is available.